Event description:
Pharmacist alleged customer returned active blood glucose test strips to the pharmacy due to having no code key. Pharmacist alleged that active blood glucose test strips were labeled with an expiration date of 08/2008. Batch records show the actual expiration date to be 07/31/2008. No serious adverse event was report in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.